Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a month or two ago noticed that when sits in a chair or sits back it hurts. Patient said that had an appointment with healthcare provider office and asked if patient had lost weight and was redirected to contact manufacturer. When asked, patient said doesn't remember when that appointment was however said that had preop appointment on (B)(6) had the revision surgery on (B)(6). Patient also stated that at one of their appointments (doesn't remember which one) the physician had a hard time connecting to the implant. Patient then said that there is an issue with the handset, said that something is wrong with the port, the cord is loose when plugs in the cord and it isn't recharging. Patient thought someone made arrangements to replace beforehand however hasn't received anything yet. Agent checked and couldn't find any recent requests regarding the handset. Replacement request was sent to repair to replace the handset. Called patient back to ask for user ID however patient said isn't at h ome and doesn't have the equipment with them.